Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm was confirmed via analysis of the returned power module. The returned power module (serial number: (B)(6)) was evaluated at the european distribution center and during inspection it was revealed that a piece of plastic had broken off from the connector of the unit¿s internal battery clip. This would prevent the battery clip from securely connecting to the power module¿s backup battery, which could then prevent the battery from being charged by the power module, causing the battery to become depleted. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The reported event was determined to be due to a damaged internal battery clip; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2011. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that is a backup battery alarm occurred, to replace the backup battery immediately. The document states that only trained individuals should replace the battery and to call an abbott technical representative for assistance, if needed. This section also states that the power module internal backup battery is rechargeable; however, the battery has a limited lifespan. The backup battery is replaced during annual planned power module maintenance. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook section and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module internal battery was dead.